Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor did not run when using the hand control. It was determined that the flex circuit was worn out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the drill head on the motor device did not work. There was no delay due to the reported event. An identical spare device was available for use. It was reported there was no patient involvement. There was no patient or user injuries reported. It was reported that there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If information is obtained that was not available a supplemental medwatch will be filed as appropriate.